Manufacturer narrative:
20-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush-head does not 'catch' ie falls off - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush head did not 'catch' and fell off of the oral-b model 3772 toothbrush. No injury was reported. 07-dec-2022 follow up via correspondence: the consumer was female. No injury was reported. 19-dec-2022 follow up via images: the concomitant product was oral-b power power oral care refills 3d white eb18. No injury was reported. 21-dec-2022 case update: the suspect product lot was 3da13950455. No injury was reported. 22-feb-2023 case update: the concomitant product lot was ud163. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush-head does not 'catch' ie falls off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head did not 'catch' and fell off of the oral-b model 3772 toothbrush. No injury was reported.